Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for unipolar right atrial (ra) lead impedance warning. The device is programmed to pace and sense bipolar. The lead remains in use. No patient complications have been reported as a result of this event.